Manufacturer narrative:
Batch review performed on 13-feb-2020: lot 183530: (B)(4) items manufactured and released on 28-jun-2018. Expiration date: 2023-06-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 1 other similar reported event. Additional device involved: review for reverse shoulder system 04.01.0208 lat. Glenosphere 39x24.5 (not distributed in USA) lot. 189936. Batch review performed on 13-feb-2020: lot 189936: (B)(4) items manufactured and released on 27-feb-2019. Expiration date: 17.02.2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to shoulder instability, an anatomic prosthesis has been used to replace reverse devices. The patient was already revised due to dislocation.